Event description:
Boston scientific received information that, during a revision procedure for a related lead, it was noted this right atrial (ra) lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The lead was abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.